Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned so a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure, the stent moved on the balloon. Vascular access was obtained via the right femoral artery and a 6fr non-bsc introducer sheath was inserted. The 95% stenosed lesion was located in the moderately calcified and severely tortuous left subclavian artery. The lesion was not predilated. The physician advanced the 8mm x 30mm x 75cm express ld iliac/biliary premounted stent system and difficulties were encountered due to "a lot of calcification" noted along the way and the patient's "steep heart." As the physician attempted to advance the express ld across the lesion resistance was encountered and the stent moved approximately 1-2mm on the balloon. The express ld stent was pulled back to the sheath, however, the physician was unable to remove. The physician elected to deploy the stent in the iliac artery. The physician did not complete the procedure due to this event. No further patient complications were reported and the patient's status is ok.